Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: the threaded tips of both returned connecting bolts are indeed completely broken / snapped off. The broken surface of both connecting bolts are homogenous which again indicates conformity to the given specification. The surgeon possible encountered some difficulties as this happened to two devices. Some damages on the entire thread are clearly visible. These damages on the last two turns of the thread near the break point are severe, which indicates that the connecting bolts must have gotten loose and the applied force caused the cannulated threaded tips to break off. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by inadequate assembly or simply too much mechanical force was applied during lag screw insertion (possibly the connecting bolt may have not been place tighten enough and subsequently the pins of the one step insertion wrench were not in positioned anymore). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The customer reports that the screw thread broke off from the product.